Event description:
While wearing the external equipment, the pt reportedly experienced sound quality issues. The pt was seen at the center for device evaluation. Testing performed confirmed that the device was functioning. In 2006, the pt was seen by a company rep for device evaluation. Testing performed confirmed that the device was functioning. However, a decision was made to explant the device. Surgery to explant the pt's device is to be scheduled.